Event description:
On 5/20/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion jaw would not close all the way down. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is misuse, most likely due to a mishandling of the instrument. The complaint allegation cannot be confirmed as the device was not returned for evaluation.